Event description:
It was reported a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx laa closure device and delivery system (wds) was advanced into a watchman truseal access system (was) and positioned into the laa. Two deployment attempts were made, but the proper position was not achieved. The was and wds were positioned in a deeper position and the flx ball was formed for a partial deployment. Through transesophageal echocardiogram (tee), pericardial effusion and cardiac tamponade were noticed. An injection of contrast was performed in the laa which showed the contrast exiting the pericardium. Through the reposition attempt, a perforation of the laa occurred. A pericardiocentesis was performed but did not resolve the pericardial effusion. The procedure was aborted after hemodynamic instability of the patient, so cardiac surgery was performed. The perforation was repaired through surgery, but the patient experienced cardiac arrest and died the following day. The official cause of death was cardiac arrest.